Event description:
It was reported that tandem mobi pump displayed cartridge alarm during cartridge loading. There was no adverse impact to the customer¿s blood glucose level. Technical support confirmed alarm, instructed caller to remove cartridge and deliver 9-unit bolus, and caller successfully completed bolus, reloaded original cartridge, and resumed insulin therapy, with issue resolved and no additional outcome information provided.